Event description:
It was reported that the patient had taken a vacation and was able to walk around with a crutch and had not used a wheelchair. Patient had to take more pain killers than normal because some days ¿it was not working very well.¿ it was later reported that the implantable neurostimulator (ins)/ therapy had been cutting out the week of this report and the patient was not able to walk. Ins was not stimulating the left buttocks when the patient increased stimulation with the patient programmer. There was a loss of therapeutic effect. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).